Event description:
Device issue: none. Adverse event (ae): in-stent thrombus, hyperperfusion syndrome, intracranial bleed, death. Time of ae: post procedure. It was reported via trial that during the procedure, an xact stent was successfully implanted in the left internal carotid artery on (B)(6)2010. During filter retrieval, there was difficulty advancing the emboshield nav 6 retrieval catheter (rc) through the stent. A stiff buddy wire was inserted and the rc was advanced without difficulty and the filter was successfully retrieved. Post procedure the pt developed right upper extremity plegia, right lower extremity paresis, and aphasia. Repeat angiogram showed in-stent thrombus. CT scan of the head showed no acute process. Intra-arterial reopro and oral plavix were given with near complete resolution of thrombus. Two hours later, the pt experienced hyperperfusion syndrome with lethargy and decreased level of consciousness. CT scan of the head showed left frontal lobe intraparenchymal hemorrhage with associated perihematoma edema and 7mm left/right midline shift. The pt was emergently sedated and intubated for airway protection. Repeat CT scan of the head showed increased size of left frontal bleed and increased midline shift. The pt was extubated on (B)(6)2010, placed in hospice care, and died on (B)(6)2010. Though requested no additional information was provided.

Event description:
Reporter alleged the customer obtained the results of 26 mg/dl and 100 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.